Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was no capture and high impedance on the left ventricular (lv) lead. The lead was capped and replaced. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.